Event description:
Event occurred on (B)(6) 2013 - initial notification not forthcoming until (B)(6) 2013. On (B)(6)2012, the doctor repaired the 2nd recurrence of an incisional hernia using surgimesh xb c-15 in (B)(6) male pt with a bmi of (B)(6). The pt recovered uneventfully. During (B)(6) of the same year, the pt developed bronchitis after which they noticed a sore abdominal wall and a new bulge. Scanning confirmed a 6 cm defect in the right abdominal wall. On (B)(6)2013, the pt was brought back for surgery and the c-15 was removed. A new repair with mesh was performed and the pt recovered uneventfully.